Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 additional information 14 august 2017 "the cystotome arrived in the box damaged and therefore the product inside the box was bent and packaging had a hole due to the bent so was no longer sterile." The cst-10 device was returned unopened to cirl for an evaluation. A lab evaluation was held on 17 august 2017 on evaluation of the returned device, there was a hole on the front clear plastic side of the pouch. The customer complaint was confirmed based on visual inspection of the returned product which remained unopened. There was a visible hole/ tear on the clear plastic side of the pouch. It may be noted that the device would not have left the manufacturing facility in a damaged state. This issue would be detected during manufacturing if the damaged packaging was present during the time of manufacture; there are also regular burst tests completed as part of manufacturing to ensure this. The engineering representative stated that the most likely cause of the damaged packaging could be attributed to movement during handling or transport; however as the actual handling and transport conditions could not be replicated in the laboratory setting, the root cause of this complaint could not be conclusively determined. Cook ireland makes every effort to minimize the presence damaged packaging. The relevant production personnel in cirl have been notified of this complaint prior to distribution all cst-10 devices are subject to visual inspection to ensure device integrity. It may be noted that this observation was found prior to any patient contact and never reached the point of use. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The packaging was torn and the product is desterilised.